Event description:
In early 2008, covidien received a report that a fluid warming cassette became disconnected at the distal end and the fluid being used spilt on the patient. It was reported the patient became cold with a body temperature of 35.3 and required aggressive warming. There was no information provided to indicate if the reported temperature (35.3) was celsius or fahrenheit.

Manufacturer narrative:
Covidien has requested the cassette be returned for failure investigation. If the cassette is returned for a failure investigation, and/or there is any new significant information obtained, a supplemental report will be submitted.